Event description:
It was reported that the patient experienced recurring urinary incontinence due to urethral atrophy. All components were explanted and replaced. There were no patient complications.